Event description:
Boston scientific received information through a remote monitoring system that detected an out of range low pacing impedance measurement on the right ventricular (rv) lead. There was no information immediately available. The clinic is aware of the out of range measurements and has been attempting to contact the patient. The patient was reported being non-compliant for over the past year. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updated should additional information become available.